Event description:
It was reported that a malfunction occurred on the pump, with the specific malfunction code being recorded. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support arranged for the customer to receive a replacement pump with updated software, and provided guidance on using the replacement device and returning the malfunctioning pump. The customer switched to multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery during the transition.